Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump's battery casing, battery life was shorter than 4 to 6 weeks, prime/fill anomaly, and loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7811na, mmt-1780kpk, mmt-7020a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7811na. No product return is required for mmt-1780kpk. No product return is required for mmt-7020a.

Manufacturer narrative:
Unit passed self test, displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime fill anomaly noted during testing. No prime/fill alarms noted in the pump history/trace files. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alarms noted during testing however, noted in the pump history files on 04/08/2024 at 23:11:00.000. Force sensor was measured and is within/not within spec (23.4mv at zero offset). No damage noted at the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Prime/fill anomaly and no communication between pump and transmitter not confirmed during testing. Charge/battery last less than expected not confirmed during testing or in the power management graph. However, cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.